Event description:
During a pulmonary vein isolation procedure using a fast cath transseptal introducer, a pericardial effusion occurred. Transseptal puncture was attempted using the fast cath transseptal introducer; however, the puncture was difficult due to patient anatomy and poor imaging on the non-sjm ice catheter. Prior to needle deployment, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. The procedure was abandoned and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). One swartz braided introducer was returned for evaluation. The results of the investigation concluded that no visual anomalies to the sheath and dilator were noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.